Event description:
Reporter stated that they received a recall letter pertaining to abbott freestyle libre 3 sensors. Reporter found that they had 3 sensors in which were on the recall list. Reporter also stated that they had an additional sensor that they threw out, due to inaccurate low readings that were off by about 15 points. No adverse events were reported. Pt code: 4582. Device codes: 1420, 1535. Ref reports: mw5180928, mw5180929, mw5180931.